Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyk0645 showed no other similar product complaint (s) from these lot numbers.

Event description:
It was reported that a puncture was performed at an access point which ebbed very well, but by introducing the guidewire, it allegedly did not progress. When removing the needle and testing the guidewire again going through the needle, it was noticed that it reportedly was screwing at the needle tip. It was tried to perform the punction for 6 times and all of them didn't get the progression of the guidewire.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be an MDR reportable occurrence. Once the sample was returned and evaluated it was determined that the device failure is not a reportable occurrence.